Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: the customer complained that foreign body was found at the tip of posiflush.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/12/2021. H.6. Investigation: the customer reported there was a foreign body was found at the tip of posiflush. To aid in the investigation, one sample in an opened packaging flow wrap and two photos were provided for evaluation by our quality team. A visual inspection was performed and there is a spec about 1/32" at the luer lock area. It was not possible to remove it with an alcohol wipe; it is embedded. No other defects or imperfections were observed. The two photos provided show the sample received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 306546, lot number 1056467. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: the customer complained that foreign body was found at the tip of posiflush.